Event description:
It was reported that the force bipolar instrument had insulation failure. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the damage was observed during the procedure. The instrument could not fire. A backup instrument was used to complete the procedure. The instrument was inspected prior to use and no damage was observed. There were no problems removing the instrument from the cannula.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. For clarification, the customer complaint was "insulation failure (damaged cautery wire)". Fa, found the instrument to be fully functional.